Event description:
The autotome rx sphincterotome was crossed to the common bile duct for endoscopic sphincterotomy. The cutting wire got separated. The wire did not fall inside the body. The procedure was successfully completed using new one. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The suspect device has been returned to the manufacturing facility for evaluation.